Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. The introducer was not returned with the sample. Upon initial inspection of the returned sample, the catheter bifurcate and the shaft appeared intact. The balloon had a circumferential failure nearly 3/4 of the way around the balloon diameter at approximately 3.3cm from the distal tip. No further evaluation could be performed due to the condition of the sample. The result of the investigation was confirmed for a circumferential failure, root cause unknown. This application represents an off-label use for this device. The information for use of this device states: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure for this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device, balloon rupture may occur if the maximum pressure rating is exceeded.

Event description:
It was reported that during an angioplasty of a fistula in the right forearm, the balloon ruptured circumferentially in the middle of the balloon. No stent was used during the procedure. No patient injury was reported.